Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, circular stapler did not fired properly. After firing it was very difficult to take staple out. Cutting of distal part was not done. Staple was not in b shape. Donut was not complete. Surgeons needed to re do the entire process and fired competitive stapler. Has delayed the surgery by 2hrs.

Manufacturer narrative:
(B)(4). Batch # r59l4x. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the knife and washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The damaged noted on the knife and washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The anvil was attached on the device completely and without any difficulties during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: were there any patient consequences? As there were no specific patient consequences.